Event description:
It was reported via facility medwatch (mw5106272) that a one centimeter burn was identified on the patient when the grounding pad was removed during a radiofrequency ablation procedure.